Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and cassette not attached properly error was observed in event logs history. Visual inspection had been carried out, and no anomalies were observed related to the complaint. Functional tests were performed, and complainant allegation could be confirmed and replicated. Replaced downstream occlusion (dso) and upstream occlusion (uso) sensor. The probable cause of the reported issue is dso sensor. The device passed all functional testing after repair

Event description:
During investigation, it was confirmed that downstream occlusion (dso) and upstream occlusion sensors failed to sense occlusion. This failure mode was found during investigation testing. However, if the event reoccurs during infusion, pump will not work as intended and potentially affect the patient.